Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). An x-ray confirmed that the lead dislodged. Surgical intervention was performed and the lead was explanted. The physician suspects an issue with the helix. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. The stylet insertion test did not pass due to deformed inner coils near the terminal end. Analysis did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of loss of capture or dislodgement. The helix issues were confirmed based on deformed inner coils and blood/tissue in the helix housing.